Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pulse generator exhibited a mechanical issue. The device was explanted and replaced successfully. No additional information was available at this time.